Event description:
This report was received from (B)(6) and is a solicited report by a nurse from (B)(6) of a wound on an old transplant site, pd fluid leaking from old transplant site and peritonitis with (B)(6) in a patient coincident with extraneal viaflex and physioneal, unspecified product therapies for automated peritoneal dialysis (apd). On (B)(6) 2011, the patient experienced peritonitis manifested by cloudy peritoneal effluent. The nurse stated that the patient presented a cloudy bag and then noted pd fluid leaking out of the patients old transplant site. On an unreported date, the patient was hospitalized for peritonitis. On the same day, the patient began remedial therapy with vancomycin (1.5g, frequency not reported, ip) and ciprofloxacin (1.5g, frequency not reported, ip). The nurse stated that the cause of the peritonitis was unclear as the patient had a wound on his old transplant site before he had experienced peritonitis. On an unreported date, the patient switched to hemodialysis to allow the transplant site wound to heal. At the time of this report, the outcome for the events of wound on old transplant site, pd fluid leaking out of old transplant site, and peritonitis with (B)(6) were not reported. The nurse did not provide a statement of causality for the events of wound on old transplant site, pd fluid leaking out of old transplant site, peritonitis with (B)(6) and the relation to extraneal viaflex and physioneal, unspecified product therapies.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.